Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information of similar complaint and the information from olympus france there was the possibility that the reported phenomenon was attributed to the following occurrence mechanism. Angulation wire strand, which was broken inside the bending section, slid with the bending tube. And the strand may have protruded out of the fixing hole of the distal end.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found a wire came out from the distal end and the bending section of the subject device was squeezed at 35cm from distal end after unspecified procedure. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device and identified the reported phenomenon. It was found that one thin wire from the mesh stuck out through the bending rubber of the subject device. It was also found that this metal wire came out from the fixing hole of the distal end. The bending section was deformed at 35cm from distal end. There was no patient injury associated with this report.